Event description:
It was reported that stent damage occurred. A 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion. It was also noticed that the stent was damaged and the whole system was pulled and had to start over. No patient complications were reported.